Manufacturer narrative:
Insulin pump power up properly after battery installation. Unit received with operating currents within spec. Insulin pump passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Pump error hardware low level failure alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
The customer reported that the insulin pump had audio anomaly. The customer¿s blood glucose was 208 mg/dl. The customer was advised to run the audio beep test and the test was passed. The troubleshooting was declined for high blood glucose. The insulin pump will be returned for analysis.